Event description:
The patient indicated that while charging their omnipod dash personal diabetes manager, they observed that the battery was swollen and protruding from the battery compartment. The patient also mentioned that the battery had been removed from the device before this incident, which contradicts the instructions provided in the user guide.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We cannot confirm the cause or determine whether the removal of the battery from the device contributed to the reported incident. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented.